Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 550cc and experienced breast pain on the right side and autoimmune symptoms including hair loss, facial puffiness, general unwellness, nausea, pins and needles, numbness on body, endometriosis, adenomyosis, fibroids & cyst, joint pain, arthritis, headaches, and scleroderma post-operatively. The patient indicated a surgical intervention took place for gallbladder removal, they had undergone a hysterectomy, and experienced five miscarriages. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.